Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, will not be returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 pre-deployed. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: bending of the delivery needle during deployment. Advancing the trigger twice during deployment of t1. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, the t2 anchor deployed. It is unknown if a backup device was available and if a delay happened. No patient injuries were reported.

Manufacturer narrative:
H10: h3,h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. Examination of the construct shows the suture has been cinched and t1 is bent, t2 and the suture show no abnomalties the actuator is in its t2 post deployment position indicating multiple trigger advancements. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The condition of the device indicates the trigger was pre-maturely advanced during use causing the pre-deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.